Manufacturer narrative:
MDR 3003442380-2026-10511 / initial 2 of 4 (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia on 27-mar-2026 due to insulin leakage after bathing. The hyperglycemia was treated with a correction bolus.